Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It is alleged that pt had a mesh implanted (date unknown), which was explanted in 2007, and replaced with another mesh. Also alleged that pt has and will continue to suffer physical pain and mental anguish.